Event description:
Pts who had undergone procedures in which the bf-p20 bronchofiberscope had been used, were cultured positive for afb. It was later discovered that the results were false-positive. However, prior to confirming that the cultures were false-positive, the hospital decided to culture some equipment used for these procedures. The bf-p20 was cultured and it, too, cultured positive for afb. The scope was then sent to be gas sterilized. After this process, it was cultured again only to find that the culture was negative. The hospital rn stated that the hospital technician concluded that the scope had not been properly cleaned and that this caused the contamination. The rn further stated that the method of reprocessing had been changed in order to avoid this problem from reoccurring. No further problems have been reported.